Event description:
While using instrument during laparoscopic burch procedure jaws of instrument separated from instrument and fell into pt. Both jaws were traced and removed from pt. No apparent injury to pt, but incident prolonged the procedure.